Manufacturer narrative:
Insulin pump was received with pump error 38 alarm during the rewind test due to corroded motor home switch. Unable to perform the self test, sleep current measurement, active current measurement, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 38 alarm. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the customer received with insulin pump error. The blood glucose was unknown at the time of the incident. The customer also reported drive and motor anomaly. The insulin pump will be returned for analysis.